Event description:
Customer called and stated that they performed bravo capsule procedure, but the capsule failed to attach.

Manufacturer narrative:
No pt injury has occurred following this incident.